Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This event occurred in (B)(6).

Event description:
Allegedly patient was revised due to pain and femoral neck fracture.